Manufacturer narrative:
Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "deflation" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.

Event description:
Healthcare professional reported a left side "deflation" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, one opening linear on the posterior and calcification white particles on the shell. Leak test and microscopic analysis was performed which identified: one opening striated on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is one striated opening on the posterior due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right side "deflation" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.